Event description:
The customer stated that she was hospitalized due to nausea, vomiting and hyperglycemia. The reported blood glucose reading was 353 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. However, the prime test failed. Additional supplies were not available to perform any additional testing. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.